Manufacturer narrative:
Article citation: "long-term outcomes with the mcghan style 153 dual-lumen breast implant: implications for future implant design,¿ by dc hammond and wp schmitt, published in j plast reconstr aesthet surg, electronically published 07/02/2016. Further information from the author regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity.

Event description:
Reported event of ¿seroma¿ occurring in 5.2%, or 7, implanted mcghan style 153 lumen devices was found within the journal article, ¿long-term outcomes with the mcghan style 153 dual-lumen breast implant: implications for future implant design,¿ in journal of plastic, reconstructive, and aesthetic surgery, 69, 02 jul 2016, p. 1211-1217. The authors state that ¿of the 134 implants, 104 ultimately required removal (77.6%).¿ as such, it can be reasonably assumed that the devices affected by infection were removed. The affected side was not specified.